Event description:
It was reported that while the patient was in surgery, the patient's implantable cardioverter defibrillator (ICD) began toning. The device was interrogated and the patient's right ventricular (rv) lead had a lead integrity alert (lia) indicating non-sustained ventricular tachycardia episodes, sensing integrity counter (sic) episodes, oversensing and noise. It was noted that the lead may have experienced a false alert due to the surgery. The alert was cleared and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.